Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, the presence of moderate pain, difficult ambulation, weakness, a limp and a leg length discrepancy. These finding were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And " undesirable shortening of limb. " and "inadequate range of motion due to improper selection or positioning of components."